Event description:
Customer reported the pump module was infusing too quickly and hour after it was started 3/4 of the bag had already infused (was supposed to be a two hour infusion). Nurse tried to slow the infusion rate and stayed in the room to observe. Infusion did not appear to be slowing so the nurse switched the bag over to the other module and re-programmed for the original rate of infusion. The infusion was still not infusing at the correct rate, so the nurse changed the rate 20cc/hour and notified the pharmacy. The infusion completed within the next 10-20 minutes. Medication infusing was naphos and the dose was 10mmol. There was no report of patient harm. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). The pump module has been received but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.